Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the insulation was melted in several places. This type of damage is consistent with electro-cautery damage induced at the explant procedure. This damage is through to the anode coil. Laboratory analysis concluded that an exposed sensing coil could cause the increased thresholds and decreased impedances allegations, that were exhibited during the rv revision procedure.

Event description:
Boston scientific received information that during a right ventricular (rv) lead revision procedure the right atrial (ra) lead thresholds had increased from 1.0 v at 0.4 ms to 3.5 v at 0.4 ms. The impedances had decreased from 650 ohms to 460 ohms. The physician elected to explant and replace the ra lead. Upon removal multiple nicks and abrasions were noted on the ra lead proximal to the suture ring. No additional adverse patient effects were reported.